Event description:
It was reported that the patient presented to the emergency room with dyspnea and no alarms due to heart failure exacerbation and fluid overload. The log files noted unsustained elevated power and flow elevations between (B)(6) 2022. The device was operating as intended. The patient received a heart transplant. The patient was elevated on the transplant list due to progressive right ventricular failure. The symptoms included abdominal bloating and shortness of breath. The device operated as expected and would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number: (B)(6), did not reveal any device-related issues. A direct correlation between (B)(6) and the reported events of right heart failure and hypervolemia could not be conclusively established through this evaluation. The submitted log file contained data from on (B)(6) 2022, per the timestamps. Transient elevations in pump power and estimated flow were captured between on (B)(6) 2022 during pulsatility index (pi) events. It should be noted that these elevations were slightly above the patient¿s baseline and that the account attributed them to the hypervolemia. No other notable pump events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. (B)(6) was returned assembled with the driveline cut approximately 2¿ from the pump housing. The remaining portion of driveline was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump¿s inlet port. The apical sewing ring was returned over the inlet extension with green suture present. The outflow graft and the outflow graft bend relief were returned attached to the outlet elbow. The outlet elbow was returned attached to the pump. A bend relief collar was present and secured with green suture. Upon disassembly of the returned pump, visual inspection of the blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Examination of the returned portion of driveline found it to be unremarkable. The driveline was tested for electrical continuity in the condition that it was received, and no discontinuities or shorts were identified. The portions of driveline were carefully disassembled to evaluate the underlying wires, and microscopic examination of the underlying wires did not reveal any insulation breaches. The wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The pump was cleaned and reassembled. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate ii lvas. Section 1 also addresses pump speed, power, flow, pulsatility index (pi), and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.